Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump, which successfully resolved the issue. Customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.